Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
On thursday (B)(6) was a revision procedure with a triathlon knee because of instability. The surgeon took away the insert (5530-p-309) and put in a higher one with 11 millimeters. The surgeon dr. (B)(6). Looked at the surface of the old insert and seems to see some scratches of the insert. This insert was put in with complete triathlon-knee not longer than one year ago.

Manufacturer narrative:
An event regarding revision due to instability involving a triathlon insert component was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis of the returned component concluded that scratching and third body indentations were observed on the returned insert. These are common forms of damage modes in uhmwpe inserts. Wear analysis was performed on the insert indicating a measured wear rate of 0.008 in/yr . The wear rate was consistent with wear rates determined in clinical studies. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: clinician review of the case indicated that baseplate only cementing technique has caused early subsidence of the baseplate requiring revision with a thicker bearing. A side-effect was the cracking of excess cement along the bone-implant interface that likely caused increased polyethylene surface scratching although this is a rather generic finding. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no other similar reported events for this lot. Conclusions: material analysis of the returned component concluded that scratching and third body indentations were observed on the returned insert. These are common forms of damage modes in uhmwpe inserts. Wear analysis was performed on the insert indicating a measured wear rate of 0.008 in/yr . The wear rate was consistent with wear rates determined in clinical studies. No material or manufacturing defects were observed on the surfaces examined. Clinician review of the case indicated that baseplate only cementing technique has caused early subsidence of the baseplate requiring revision with a thicker bearing. A side-effect was the cracking of excess cement along the bone-implant interface that likely caused increased polyethylene surface scratching although this is a rather generic finding. No further investigation for this event is possible at this time.

Event description:
On (B)(6) was a revision procedure with a triathlon knee because of instability. The surgeon took away the insert (5530-p-309) and put in a higher one with 11 millimeters. The surgeon dr. (B)(6) looked at the surface of the old insert and seems to see some scratches of the insert. This insert was put in with complete triathlon-knee not longer than one year ago.